Event description:
It was reported that the patient's implantable neurostimulator (ins) lasted 9 months although the patient was told it would last 5 years. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was confirmed that the patient's physician has no plans to revise the system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).